Event description:
Sometimes the leaks occur at the mouth of the port instead. In every instance cracks are visualized which were not present at the start. On talking with co rptr was told that this can be a problem if propofol, (diprivan) has been used. Facility was never notified this could occur. Finding this hard to believe, rptr asked for written confirmation of this phenomenon but has yet to receive any notice from co. If this is true, there is a serious problem that needs to be addressed immediately. Propofol, as currently formulated, is an excellent culture medium and can result in sepsis and death, see cdc surveillance reports as well as applicable peer review publications. Recall of this product or clear labelling that this device should not be used with propofil anesthesia or sedation should be provided. On 1/16/97 hosp had a very difficult case in a septic, obese, retarded, 12 year old male, who also had active asthmatic bronchitis. The case had to be performed with c-line access only. Due to his obesity, dehydration, and non-cooperativeness; there was no peripheral IV access available. Propofil was the induction agent. In recovery it was noted that yet another stopcock was leaking. This was noted when user was trying to gravity infuse large volumes of iced saline IV through both ports of the central line because of a temp of 107 degrees. On attempting to remove the offending stopcock with extension tubing user was unable to separate the distal male tip of the extension tube from the female hub of the larger side of the c-line. User carefully tried to twist these two apart with rubber drains without success. User finallly resorted to two hemostats and carefully rotated the two ends in opposite directions, only to have the distal 3 mm of the male end of the stopcock shear off inside the hub of the larger side of the central line, rendering it useless. User could not even cap it off to ensure lack of air emboli or bacterial ingress. This device appears no to function in the critical care environment and should be subject to immediate evaluation as to wisdom of continued availability. A pt's life was needlessly endangered, fortunately without harm. The fact that there was a second, albeit smaller lumen available which did function kept this from being a total disaster. If propofol is the offending agent, why weren't appropriate steps taken to warn the medical community, withdraw the item or whatever? If propofol has nothing to do with combined defects at both ends of the device there are clear engineering problems that may be contributing to line sepsis.